Event description:
The user facility reported to terumo cardiovascular systems that during percutaneous cardiopulmonary support (pcps) the centrifugal pump squealed. The pt was put on pcps in the evening of (B)(6) 2013, and the centrifugal pump in question started to squeal on the morning of (B)(6) 2013. The pump was changed out on the evening of (B)(6) 2013. The product was changed out. Less than 1cc blood loss.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a f/u report when more info becomes available. The sarns centrifugal pump info for use (IFU) states, "... A sterile, single use device, used as an extracorporeal blood pump for use in cardiopulmonary bypass surgery for up to six hours." Based on the info received, the device in question was used for a time exceeding the time stated on the IFU. (B)(4).